Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed. And no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile batch were found within qa specifications. The visual examination of the returned sample shows that, two samples (with the same lot number) were returned in their original packaging. The textile knitting pattern, the mesh dimensions were found as expected. The meshes were found folded in 2 in the width direction, grips outside. Many snags were found on the whole surface of the mesh. The reported condition was confirmed. At several steps of the manufacturing process, each device is manually controlled and a visual examination is performed by the operator. Such a defect would have been detected and the product rejected. An excessive manipulation or a bending the mesh grips against grips may have caused the textile default. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. The file will be closed as confirmed at this time but the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the 4 provided pictures shows that, 2 tyvek lids with the product ref. 2 meshes which have been folded in the middle in the width direction. The quality of the picture does not allow us to confirm the textile knitting pattern, the meshes dimensions and the direction of the fold (grips against grips or not). The mesh shows many snags placed on all the surface of the mesh. The textile knitting pattern seems to correspond to a tem product. However due to the quality of the picture we could not determined more information. The reported condition was confirmed. At several steps of the manufacturing process, each device is manually controlled and a visual examination is performed by the operator. Such a defect would have been detected and the product rejected. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The file will be closed as confirmed at this time but the root cause could not be determined. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the mesh had texture defects and could not be implanted.